Manufacturer narrative:
The cause of the event is unknown. The customer is to monitor instrument performance for high flyers and contact bec customer technical support if the issue re-occurs.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneously elevated potassium (k) result of 8.0 meq/l generated by (B)(4) chemistry analyzer (au480 with ise). The result was not reported out of the laboratory. Repeat testing produced a lower result of 4.7 meq/l, which is within the normal reference range. There was no death, injury, or change to patient treatment associated to this event. There was no report of qc or system issues.